Event description:
It was reported the camera head had a greenish line in the vision. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a green line appeared in the image. Based on the results of the investigation, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following information is stated in the instructions for use (IFU): ¿precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.